Manufacturer narrative:
This report is submitted on may 17, 2024.

Event description:
Per the clinic, the patient experienced a loss of fixture subsequent to sustaining a head trauma. The patient was reimplanted with another cochlear device on (B)(6) 2024.